Event description:
It was reported a patient's right ventricular (rv) lead presented with failure to capture and micro-dislodgement. The lead was repositioned but the issue persisted, so the lead was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgment and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After the lead was cleaned, torque was applied to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.